Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.

Event description:
Report for pt 2 of 4. The 2.5 inr with protime system vs 1.9 inr with stago compact lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.